Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported headaches and neck pain following permanent implantation. The patient was hospitalized for a suspected cerebrospinal fluid (csf) leakage. The patient underwent a magnetic resonance imaging (MRI) and a csf leakage was confirmed. A blood patch procedure was performed to resolve the reported event.